Manufacturer narrative:
This supplemental report was submitted to provide additional information from the original equipment manurfacturer (OEM) and to update the following sections: g3, g6, h2, h4, h6 and h10. Upon receipt of the device the service technician tested and inspected the generator. Upon powering up the generator the unit popped up error code 100 ref 11, confirming the customer's claim of this error code. The error code was caused due to the software being corrupted. The software was reinstalled and the testing of the unit continued. During the inspection the left handle on the front panel was broken. The core transformer on the pkrf board was also broken. During the testing of the unit the unit failed hand switch test due to a faulty aux board. The housing also had multiple minor scratches. The OEM performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was completed by the OEM and determined that there is no manufacturing, material or processing related cause for this failure mode. Based on the evaluation results, the cause of the reported event was attributed to the software being corrupted. The OEM will continue to monitor complaints for this device.

Manufacturer narrative:
The referenced asset / unit was returned to the service center for evaluation. During testing the unit failed the hand switch test with output error (lh and rh #9 cut) due to faulty aux board. Additionally, the reported error 100 ref immediately displayed when the unit was turned on due to corrupted software. Also, the l handle on the front panel was broken and the core of the transformer on the pkrf board was broken. The unit was repaired to standard specifications and returned to asset stock. A review of the repair history shows the device had no previous repair records. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The service center was informed during inspection before use, the generator had an error, code 100 ref 11. There was no patient involvement as the generator was replaced with another generator and the intended procedure was completed without issue. No patient harm was reported.